Event description:
It was reported that the implant would not come off the driver during the a bankart procedure. When the surgeon was trying to remove the implant from the driver, the implant broke. Half of the implant remains inside the patient. The medical facility did not report any adverse consequences as a result of this event. This device is used for treatment.

Manufacturer narrative:
The implant and driver were not returned, and the customer's complaint could not be verified. The cause of this event could not be determined without device evaluation. This is the second complaint of this type for this part/lot combination.